Manufacturer narrative:
Device evaluation: the complaint was confirmed. The catheters were found to be leaking at the luer connector. The root cause of the reported issue could not be confirmed. It is unknown what caused the damage to the connector. A product risk assessment with be addressed for this event. A review of manufacturing records was performed and there were no nonconformances associated with this lot. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Event description:
It was phoned in by the sales rep that there were two femoral canulae that were found to be leaking at the leur connector. This was noted during the procedure and stated by the perfusionist to be an "annoyance". Bone wax placed to the leak and the case continued. The event date is unknown. No stated patient injury.

Manufacturer narrative:
Device is currently under evaluation into root cause.